Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between september 25th and september 26th, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue of ¿dust inside the bag¿ was unable to be confirmed during analysis. However, since it is possible that the particles were drained with the solution prior to the return of the samples, the reported issue could not be confirmed or refuted as the samples could not be evaluated under the reported conditions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag had dust inside the bag. This was found during preparation of the solution. There was no patient involvement. No additional information is available.